Event description:
A u.s. Distributor reported that a battery would not power on a monitor.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(6). Has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to cells discharging the root cause of the discharged cells cannot be positively identified. There was no adverse event that resulted from the damaged battery.

Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (resetting) was confirmed. Upon investigation, the charger was resetting due to internally shorted q1 on the bedside board being internally shorted. The root cause of the shorted q1 was unable to be positively identified. No adverse event resulted from the damaged charger. Device evaluation of battery pack sn (B)(6) has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to cells discharging the root cause of the discharged cells cannot be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery charger was resetting. A us distributor reported that a battery would not power on a monitor.